Event description:
No additional event information at the time of this report.

Manufacturer narrative:
The reported event is non-verifiable following functional testing of the returned implant. Based on the evaluation, the device malfunction has not occurred for the reported implant. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number 2019080638. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019080638) for similar events and no other complaint was identified. The reported event could not be recreated following functional testing of the returned implant. As per the risk management file, the potential causes for the reported event are related to customer error via tool usage, seating, and a possible lack of maintenance. A definitive root cause could not be identified. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the placement tool was stuck in the implant. They were able to complete the procedure with another implant.